Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient got a replacement neurostimulator (ins) on (B)(6) 2018 and they didn¿t give her a new patient programmer (pp). Patient tried her old pp with the new ins and it did not work on (B)(6) 2018. Patient reported getting the x and cloud. Patient checked with technical services and the old pp was not forward compatible with the new device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was device issue, battery died and was old.